Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3a endoleak is confirmed. This is consistent with the reported adverse event/incident. The most likely causation of the type 3a endoleak is anatomy related (there was an increase in the aortic length from 142mm to 175mm from 2018-2021 and an increase in the aortic angulation from 38 degrees to 58 degrees "aortic modeling" and the proximal extension diameter increased to 45mm). The final patient status was reported as doing well post secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 corrections: g4: date received by manufacturer has been updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, and a vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately (3) three years after post initial procedure, a type 3a endoleak was identified. The physician elected to perform a re-intervention by implanting (2) two vela suprarenal endografts. The procedure was completed with no endoleaks present. The final patient status was reported to be doing well.